Event description:
During product service by a service technician, a flo-gard infusion pump was found to have keypad damaged. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. The keypad damage was identified during the visual inspection. The cause of the condition was not determined. To correct the condition, the keypad was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.